Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with scratch/scuff marks and discoloration on the spacer and return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller. The ablate- and coagulation- function performed and the device produce plasma on all electrodes; however the suction connector/tube is deformed/squeezed, it will leak and drip continuously during functional testing. Even since a defective component was identified on the suction port the root cause is therefore a damaged or broken component causing a lack of flow on the suction of saline. The complaint was verified and the root could be determined due to a mechanical component failure on the suction line. The failure may be probably attributed to the leaking suction in the course of the continuous saline flow. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported an irregular saline irrigation overflow, resulting in pooling and inconsistent formation of plasma.